Event description:
It was reported that during a photoselective vaporization of the prostate procedure, abnormal laser beam leakage from metal sheath was observed. Boston scientific has been unable to obtain information about the patient outcome to date.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap protruding from the metal cap, indicating a glue failure. It is probable that the glue failure occurred due to elevated temperatures, near the laser beam output window. Analysis found that the metal cap exhibited severe charred debris adhesion on its surface. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. According to the instructions for use, increasing the irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited mild devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber tip break as analysis did not identify breaks along the fiber body.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, abnormal laser beam leakage from metal sheath was observed. Boston scientific has been unable to obtain information about the patient outcome to date.